Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call she had a blood glucose level over 600 mg/dl. Blood glucose level at the time of the call was 168 mg/dl. The customer also reported that the insulin pump had an error alarm regarding the critical block. Blood glucose level at the time of this incident was 216 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device had a pump error alarm due to a software error. The device was programmed with a test guardian 2 link and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The device had a display that programmed values properly on the display graph. The insulin pump was also programmed with test glucose meter. The device communicated and recorded the value properly from glucose meter and completed calibrating for the blood glucose meter value. No unexpected sensor errors, blood glucose meter communication errors, or calibration not accepted alerts noted during testing. The device had a pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.